Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The device was tested and bpms was set to 240, the bedside spo2 measured bpm around 239-240, and there were no error messages. The issue was resolved by replacing the battery. It was reported that the device had an issue where a 237 bpm was recorded despite a correct connection on a 116 bpm patient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery has expired. The most likely cause for the additional condition is determined to be related to maintenance. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an issue was observed with a device where a 237 liters per minute (lpm) was recorded, despite a correct connection on a patient with a 116 lpm. The involvement of the patient, as well as any complications or harm resulting from the issue, were unknown.